Event description:
Four increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 3 of 4. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration volume was 1487ml, drain volume of 3092ml which meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the peritoneal dialysis (pd) clinic and was notified the patient recently (date not reported) received a transplant and is no longer using the homechoice cycler for pd therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received inoperative due to a system error (se) 2117. Once it was made operational, return instrument test/evaluation (rite) was performed by the product analysis lab (pal). The device failed rite functional test due to a se 2117 which was unrelated to the increased intra-peritoneal volume (iipv) found in the device log. The device passed rite electrical test. The assignable cause of the iipv was determined to be: insufficient drain- use error, tidal ultrafiltration removal set too low (at 0ml). The label review found the labeling adequate for the use error in this complaint. A service history review revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).